Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was unconsciousness because sugar was unreadable. The neighbor gave her chocolate and juices. The customer's current blood glucose was 256 mg/dl. The customer was treated with glucose tablet. The device will not be returned for analysis.